Event description:
The device shut down and powered back up on its own and then displayed an error code during sample mode. The customer sycled the device off and on again and the error code persisted. The breast biopsy was rescheduled and completed within a couple days using a loaner device, there was no pt consequence.